Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed damage was found to the power cable and required replacement. The system then passed the system checkout and was found to be fully functional. Device unique device identifier (UDI) is not available. The power cable was returned to the manufacturer for analysis. Analysis found that the returned cable was found to have had the plug replaced by a third party repair. The cable jacket was cut by the plug exposing internal wires, but no bare conductors. A continuity check revealed an open in the ground wire due to a loose connection within the plug. Analysis found that the reported event was related to physical damage.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that manufacturer representative couldn't power on the system. Rep noted a spark when plugging the system into an outlet and saw visible damage to the power cord. There was no patient present when this issue was observed.